Manufacturer narrative:
(B)(4). Visual inspection of the component confirms that the low density polyethylene bag (ldpe) adhered to the distal surface of returned femoral component and the failure is related to a previous investigation. The lot was manufactured on 07/19/2012. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the plastic packaging adhered to the implant.